Event description:
While performing a pericardiac centesis on a pt the guidewire became stuck in the pigtail catheter and the physician was unable to withdraw the guidewire. Catheter and wire were removed intact. Another attempt was made with a second pericardiac fluid aspiration kit. Again it became stuck in the catheter and had to be withdrawn. A different product from another MFR had to be used for the procedure.